Manufacturer narrative:
All buttons functioned properly. No damage was noted in the keypad assembly. No unlocked keypad connector during visual inspection noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that pressure had been building up under the button cover and some of the insulin pump buttons were not responding. When the air was released from the insulin pump, the device began to function normally, but the customer did not trust their insulin pump as the button cover became stretched. No further details were given. The insulin pump will be returned and replaced.